Event description:
It was reported a diagnostic catheterization procedure was performed and angio-seal was used for closure. Shortly after deployment, the patient experienced leg pain. A doppler ultrasound performed, which revealed an arterial occlusion. A thromboendarterectomy was recommended and performed (date unknown). The surgeon commented during surgery that the anchor was partially in the intima and media layers of the artery. A significant amount of thrombus was also removed from the femoral artery during the procedure. All leg pain resolved after surgery and the patient was discharged the following day. The physician who deployed the angio-seal stated after deployment that the femoral artery might have been dissected. This was confirmed by the surgeon who performed the thromboendarterectomy.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.